Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed the implantable cardiac monitor exhibited under-sensing. No intervention was performed. The patient was stable.